Event description:
The patient reported that they received an air detected in cassette warning and experienced cramping the day after the reported event and went to the pd clinic. The patient reported receiving antibiotics for peritonitis. The patient stated that the cramping was caused by air in their stomach. The patient reported having to go to the pd clinic daily to receive the antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient received the air detected in cassette message approximately eight times during the treatment. Instead of discontinuing the treatment, the patient ignored the messages and continued the treatment. The pdrn stated the patient has been having this issue for several weeks, however, they have been told by the patient that they are breaking the cones on the solution bags prior to the cycler instructing them to do so in set-up. The pdrn believes this is contributing to the air issues. As a result of the ignored messages and incorrect set-up sequence, the pdrn believes the patient put air into their abdomen causing the cramping. The patient was seen in the pd clinic on 02/mar/2021 and a pd effluent culture was obtained. The patient was initiated on antibiotic therapy for suspected peritonitis. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dose not provided) once daily for a 6-hour dwell for 30 days. The patient is treated daily at the clinic for the installation of the antibiotics. During that clinic visit, the pdrn did reteaching to the patient on the proper set-up of pd therapy and the importance of following the instructions provided on the liberty select cycler screen. The pd effluent culture resulted positive for yeast, a type of fungus. The patient¿s antibiotic regimen was adjusted with the addition of fluconazole (route, and dose not provided) daily for 30 days. The patient was meeting with the surgeon to discuss a date for pd catheter (not a fresenius product) removal, as is the indication by the international society for peritoneal dialysis (ispd) guidelines related to fungal infections. The pdrn stated they could not confirm if the air that the patient seems to be pumping into their abdomen was the cause of the yeast peritonitis or when the peritonitis actually developed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of cramping with subsequent diagnosis of fungal peritonitis. Although the cycler was operating as expected and alerting the patient with multiple air detected in cassette warnings in treatment, the pdrn stated that the patient ignored the messages and continued to complete treatment. Additionally, the pdrn reported the patient was not correctly following the cycler set-up instructions for pd therapy possibly allowing for air to be pumped into the patient¿s abdomen. Based on available information, the etiology of the fungal peritonitis cannot be established. Therefore, without definitive causality or the manufacturer evaluation, the cycler and cycler set cannot be excluded as causing or contributing to the patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number not provided. A review was performed on the products shipped to the patient for the three month time frame which preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The patient reported that they received an air detected in cassette warning and experienced cramping the day after the reported event and went to the pd clinic. The patient reported receiving antibiotics for peritonitis. The patient stated that the cramping was caused by air in their stomach. The patient reported having to go to the pd clinic daily to receive the antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient received the air detected in cassette message approximately eight times during the treatment. Instead of discontinuing the treatment, the patient ignored the messages and continued the treatment. The pdrn stated the patient has been having this issue for several weeks, however, they have been told by the patient that they are breaking the cones on the solution bags prior to the cycler instructing them to do so in set-up. The pdrn believes this is contributing to the air issues. As a result of the ignored messages and incorrect set-up sequence, the pdrn believes the patient put air into their abdomen causing the cramping. The patient was seen in the pd clinic on 02/mar/2021 and a pd effluent culture was obtained. The patient was initiated on antibiotic therapy for suspected peritonitis. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dose not provided) once daily for a 6-hour dwell for 30 days. The patient is treated daily at the clinic for the installation of the antibiotics. During that clinic visit, the pdrn did reteaching to the patient on the proper set-up of pd therapy and the importance of following the instructions provided on the liberty select cycler screen. The pd effluent culture resulted positive for yeast, a type of fungus. The patient¿s antibiotic regimen was adjusted with the addition of fluconazole (route, and dose not provided) daily for 30 days. The patient was meeting with the surgeon to discuss a date for pd catheter (not a fresenius product) removal, as is the indication by the international society for peritoneal dialysis (ispd) guidelines related to fungal infections. The pdrn stated they could not confirm if the air that the patient seems to be pumping into their abdomen was the cause of the yeast peritonitis or when the peritonitis actually developed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of cramping with subsequent diagnosis of fungal peritonitis. Although the liberty select cycler was operating as expected and alerting the patient with multiple air detected in cassette warnings in treatment, the pdrn stated that the patient ignored the messages and continued to complete treatment. Additionally, the pdrn reported the patient was not correctly following the cycler set-up instructions for pd therapy possibly allowing for air to be pumped into the patient¿s abdomen. Most fungal peritonitis originates from prolonged antibiotic treatment, gynecological and bowel-source infections, and previous bacterial peritonitis. Based on the available information, the etiology of the fungal peritonitis cannot be established. Therefore, without definitive causality or the manufacturer evaluation, the liberty select cycler and cycler set cannot be excluded as causing or contributing to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient reported that they received an air detected in cassette warning and experienced cramping the day after the reported event and went to the pd clinic. The patient reported receiving antibiotics for peritonitis. The patient stated that the cramping was caused by air in their stomach. The patient reported having to go to the pd clinic daily to receive the antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient received the air detected in cassette message approximately eight times during the treatment. Instead of discontinuing the treatment, the patient ignored the messages and continued the treatment. The pdrn stated the patient has been having this issue for several weeks, however, they have been told by the patient that they are breaking the cones on the solution bags prior to the cycler instructing them to do so in set-up. The pdrn believes this is contributing to the air issues. As a result of the ignored messages and incorrect set-up sequence, the pdrn believes the patient put air into their abdomen causing the cramping. The patient was seen in the pd clinic on (B)(6) 2021 and a pd effluent culture was obtained. The patient was initiated on antibiotic therapy for suspected peritonitis. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dose not provided) once daily for a 6-hour dwell for 30 days. The patient is treated daily at the clinic for the installation of the antibiotics. During that clinic visit, the pdrn did reteaching to the patient on the proper set-up of pd therapy and the importance of following the instructions provided on the liberty select cycler screen. The pd effluent culture resulted positive for yeast, a type of fungus. The patient¿s antibiotic regimen was adjusted with the addition of fluconazole (route, and dose not provided) daily for 30 days. The patient was meeting with the surgeon to discuss a date for pd catheter (not a fresenius product) removal, as is the indication by the international society for peritoneal dialysis (ispd) guidelines related to fungal infections. The pdrn stated they could not confirm if the air that the patient seems to be pumping into their abdomen was the cause of the yeast peritonitis or when the peritonitis actually developed.